Manufacturer narrative:
Analysis of programming history.

Event description:
During a review of a pt's programming history available in the MFR's programming history database, it was found that the pt presented settings different than what was intended during an office visit on (B)(6) 2008. The settings changed after sys diagnostic test on (B)(6) 2008. No final interrogation was performed after sys diagnostics. Also, there were no reports of any pt adverse events as a result.